Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. The customer reported problem was confirmed. According to the investigation, the motor was activated, and the device went into error 1870. The investigation reported that the pump fault motor caused the reported problem. Investigator replaced the pump fault motor to correct the reported problem. The problem source of the reported problem is unknown.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 displayed error code 1871. No patient injury or complications were reported in relation to this event.